Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08730 inches. Insulin pump received with cracked case at the battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer visit to emergency room due to hypoglycemia. Customer's blood glucose value was 40 mg/dl at the time of incident and treated with glucose. Customer was assisted with troubleshooting. The customer¿s blood glucose was 61 mg/dl, 164 mg/dl and the sensor glucose was 89 mg/dl, 202 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was not suspended due to sensor values. The device will be returned for analysis.